Event description:
Potential complications from dignishield: dignishield placed for fecal management, removed three days later. Lower gi bleed first documented 2 days later, likely hemorrhoid bleeding. Three days later, noted persist rectal bleeding and clots. Heparin held at that time and gastrointestinal team notified. The next day, flex sigmoid noted ischemic ulcerations in the recto-sigmoind colon. (Not common watershed area). Four days later, colonoscopy confirm ischemic ulcerations, no other lesion noted (limited views).